Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate reading. The customer used another cartridge and received an accurate reading. The customer's blood glucose (bg) level was 250 mg/dl and a correction bolus was delivered to address the bg level.